Manufacturer narrative:
This MDR submitted on (B)(6) 2015 references itc complaint number (B)(4). The associated hemochron signature elite instrument associated with this complaint is se2864. DHR review was performed. No ncr or any other anomalies related to the cuvette lot were identified. There is no trend for jact-lr or the cuvette lot in question. No related irs or capas. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reported inconsistent pt results with a hemochron signature elite (se2864) and act-lr system. An (B)(6) male pt was receiving IV heparin during an ablation procedure to treat atrial fibrillation. The target act range was greater than 300 seconds. The hemochron signature elite and act-lr system reported an act result that was out of range high (oor-h), and the heparin infusion was stopped. After 2 sequential oor-h results were reported, the perfusionist began side by side testing with 2 other elite instruments. Abridged clinical data is summarized. Pt treatment was based upon the act results from instrument se9265. The procedure was completed without advers eevents. Electronic and liquid quality controls passed on all signature elite instruments utilized.

Manufacturer narrative:
This MDR f/u 1 submitted 10/19/2015 references itc complaint number (B)(4). This report provides the results of lsr-045 which attempted to reproduce the complaint of inconsistent act results with this lot. Reserve sample tested from same lot, no failure detected. Whole blood samples from three normal donors were tested at final heparin concentrations of 0, 0.075 and 1.37 units/ml with 10 replicates.